Manufacturer narrative:
Submit date: 6/19/2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The unit was sent to a service center for repair. Upon triage, a technician found a burnt component. The unit was repaired and passed all tests. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage, on (B)(6) 2017, service found a burnt component on the pcb.

Manufacturer narrative:
Submit date: 3/30/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage, on (B)(6) 2017, service found a burnt component on the pcb.